Manufacturer narrative:
(B)(4). The evaluation and repair of the device is yet to be completed.

Event description:
Report received that, during patient use, the safety valve occluded. There was no harm to the patient.

Manufacturer narrative:
Covidien reference:(B)(4). The service engineer (se) evaluated the ventilator and replaced the safety valve. The ventilator passed self-testing.